Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial lead dislodged as confirmed during a routine follow up using an intracardiac electrogram. Repositioning procedure was performed to correct this issue which was completed successfully with measurements in range at amplitude: 2.2 - 2.5mv, impedance: 472ohms, threshold: 1.1v/0/4ms. This lead is currently still implanted and in service. No adverse patient effects were reported.